Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, intra-op, after preparation of disc space when the spacer was being inserted into disc space,upon impaction the peek portion of the spacer fractured at the back of the spacer. Two small fragments broke off. The product was explanted completely. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product analysis: visual review of the implant confirmed the ¿ears of the -03 top component deformed and broken. Microscopic examination of the -03 peek top component scalloped features did identify and witness marks, suggesting possible physical obstruction during attempted implantation which prevented full insertion into the vertebral disc space. Visual, optical and microscopic examination of the front-facing tab on the -03 peek top component did not identify witness marks or deformation consistent with angulation during attempted assembly. The above observations are consistent with implant fracture due to brittle overload during attempted implantation. If information is provided in the future, a supplemental report will be issued.